Manufacturer narrative:
This report is submitted on march 4, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia (specific date not reported), in order to remove the abutment. The implanted device remains.